Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for oblique lumbar interbody fusion procedure. Preoperative diagnosis: lumbar canal stenosis levels implanted: l2/3/4/5 it was reported that an anteralign back-out occurred. A plate and screw were fixated to prevent the back-out; however, the back-out still occurred despite these measures. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received indicating that, according to the physician, the hospitalization was not due to this event but was for fixation extension related to adjacent segment disease involving another company¿s screw. There was no plan to perform explant surgery.

Manufacturer narrative:
G2: country of origin is japan h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.